Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2007. On approx five months later, the pt presented with a mesh erosion on the anterior vaginal wall and was treated with estrogen cream.

Manufacturer narrative:
Conclusions- no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.